Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted 3 days post implant for an unknown reason. Attempts to gain additional information as to why, have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.